Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peg sealant of two 6-12f mynx control venous vascular closure devices (vcd) came out and was still attached at the end of the device. Light manual pressure was applied and hemostasis achieved. The rep states that the correct steps were taken on deployment and removal. The device was used in an ablation case. The user is trained to the device. The device was prepped and stored as per the instructions for use (IFU). The devices were opened in a sterile field. The devices will not be returned for analysis as the devices were not kept.

Manufacturer narrative:
As reported, the peg sealant of two 6-12f mynx control venous vascular closure devices (vcd) came out and was still attached at the end of the device. Light manual pressure was applied and hemostasis achieved. The rep states that the correct steps were taken on deployment and removal. The device was used in an ablation case. The user is trained to the device. The device was prepped and stored as per the instructions for use (IFU). The devices were opened in a sterile field. Additional information was requested but not provided. The devices were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported events of ¿sealant-inaccurate placement-complete¿ could not be observed as the devices were not returned for analysis and due to the nature of the complaint. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Based on the information available for review, there is no indication to suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.